Event description:
As reported, after the unknown mynx vascular closure device was deployed by the technician, the physician stated that it occluded the vessel. There were no additional reports of patient injury. Closure with a non-cordis closure device was attempted prior to using the mynx; however, the non-cordis device failed, and the patient had no pulse in either leg before the case. Imaging was not performed below the iliac vessel on the right leg, nor below in the sfa. The right leg was closed. Mynx was deployed, and the physician opened the patient completely and stated that the mynx was lodged in the vessel. The device will not be returned for evaluation.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, after the unknown mynx vascular closure device (vcd) was deployed by the technician, the physician stated that it occluded the vessel. There were no additional reports of patient injury. Closure with a non-cordis closure device was attempted prior to using the mynx; however, the non-cordis device failed, and the patient had no pulse in either leg before the case. Imaging was not performed below the iliac vessel on the right leg, nor below in the superficial femoral artery (sfa). The right leg was closed. Mynx was deployed, and the physician opened the patient completely and stated that the mynx was lodged in the vessel. Multiple attempts to obtain supplemental information were made; however, additional event details were not provided. The device was not returned for analysis. A product history record (phr) review could not be conducted as a lot number was not provided. The reported events of ¿sealant-inaccurate placement (intravascular)¿ and the subsequent ¿vascular occlusion¿ could not be observed as the device was not returned for analysis, and procedural images were not provided. The exact cause of the issue experienced by the customer could not be determined. Based on the information available for review, it is difficult to determine what factors may have contributed to the issue experienced. However, access site vessel characteristics (patient had no pulse in either leg before the case, imaging was not performed below the iliac vessel on the right leg, and prior non-cordis vcd failed before mynx was used) most likely contributed to the intravascular deployment reported and the subsequent vascular occlusion since a lesion/stenosis at the access site may prevent proper placement of the balloon, resulting in improper placement of the sealant. A vascular occlusion occurring after a catheterization procedure is a known potential complication and is listed in the mynx control instructions for use (IFU) as such. An occlusion can be caused by dislodged plaque/calcium or thrombus embolizing and occluding all or part of the vessel. It can also be caused by the sealant being deployed intravascularly, either partially or completely. Occlusions from intravascular deployments of a sealant are usually noted before discharge, commonly found when checking pedal pulses, etc. These occlusions usually require additional intervention, such as thrombectomy, stenting, or surgical intervention in order to restore/improve flow. Although not intended as a mitigation of risk, the information for safety within the instructions for use (IFU) is provided in the product¿s labeling with the intent to make the user and patient aware of the risks. As stated in the IFU¿s adverse events section, ¿the most serious recognized risks associated with femoral artery closure procedures occur rarely and include, but are not limited to, the following: vascular injury requiring repair, permanent access site-related nerve injury, surgery for access site-related nerve injury, access site-related bleeding requiring transfusion, new ipsilateral lower extremity ischemia requiring invasive/non-invasive intervention, access site-related infection ¿ major, local access site inflammatory reaction ¿ major, generalized infection, retroperitoneal bleed, vessel occlusion, pulmonary embolism, and death.¿ additionally, the IFU states, ¿the safety and effectiveness of the mynx control vcd have not been established in the following patient populations: patients with clinically significant peripheral vascular disease in the vicinity of the puncture.¿ also stated in the IFU during product preparation, ¿confirm via femoral arteriogram: common femoral artery single wall puncture, evidence of adequate flow, no evidence of significant pvd in the vicinity of the puncture.¿ in addition, the IFU instructs, ¿while maintaining tension press button #1 until it is fully aligned with the handle, and the clock symbol is visible in the tension indicator window. This deploys and compresses the sealant against the arteriotomy.¿ it should be noted that if the balloon is improperly placed during hydrogel sealant deployment, the hydrogel sealant could be pushed into the artery. Based on the information available for review, there is no indication to suggest that the reported issue could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventive actions will be taken at this time.